Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient clarified their statement that the device was not working. The stated that they had an accidental fall and were concerned that they had damaged the implant. The patient explained that the fall did not affect the implant. It was still working after doing a check with manufacturer tech. The patient would turn it up and could feel it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been loading their scooter into their car in a store parking lot on labor day ((B)(6) 2022) with the help of their spouse and their spouse fell forward and knocked the patient over. The patient stated they fell directly onto their buttock and they felt it all the way up their spine into their neck, and that their arms felt tingly when they fell. The patient stated they had to sit there for a few minutes and a lot of people came to help the patient back up and the patient used their cane and scooter to get the rest of the way into their car. Since the fall, the patient has had no control/they've had a return of symptoms and that since the fall, they no longer felt their stimulation. The patient stated it was a pretty hard fall and they didn't think their stimulator was working now. Patient services guided the patient in connecting to see their settings. Patient had been getting a "communicator not found" message and when they were in the mytherapy application, they were getting a message over the not found screen from the google play app saying "account action required." Patient services had the patient restart the application and they still got the same screen and google play message so patient services had the patient restart the handset and the patient was able to connect the communicator to the handset and connect to see their settings. The patient saw that the therapy was on. The patient increased the stimulation and noted they were feeling the stimulation on their left side of their groin area and that they weren't sure if it was the bike-seat region. The patient stated previously they'd felt the stimulation in their urethra area but then stated they guessed where they were feeling it now wasn't that different from where they had felt it before, noting they'd fallen more towards the back of their spine than exactly on "the urethral area". The patient then wanted to turn the stimulation back down to the level it had been at previously. The patient stated they had an appointment tomorrow ((B)(6) 2022) to have an x-ray of their spine to see if there had been any damage to the spine and  is also going to make an appointment with their managing health care provider (hcp) to check the implanted system. The patient clarified they were only concerned about the interstim device being impacted by the fall and that they had no other concerns about their other medical device.